Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted in pt for endovascular treatment of an abdominal aortic aneurysm in 2001. Aneurysm and vessel morphology are unknown. It was reported that the endovascular procedure was complicated with a type I endoleak that was subsequently repaired with a cuff one month post implant. The pt has had thorough follow-up with gradual enlargement of their aneurysm despite repair of the previous endoleak. In 2003 the pt presented with abdominal and back pain and was found to have a large type I endoleak that originated from the left iliac limb. It was reported that the aneurysm neck had a 60-degree angulation and dilatation of the iliac arteries. The endoleak was repaired with a gore extension limb. Further eval showed a probable type iii endoleak that was treated with a 16mm x 5.5cm iliac extension limb. Completion angiogram showed no presence of an endoleak. The pt was sent to the intensive care unit and discharged on an unknown date. Ten days later the pt again presented with abdominal pain and a type I endoleak with pressurized and rapidly expanding aneurysm. The bifurcated stent graft was removed with some difficulty. Distally the iliac arteries were transected and a small segment of the iliac stent graft was left in the distal common iliac arteries bilaterally. An 18mm tube graft was sewn bilaterally onto the iliac aneurx stent graft. The physician reported seeing a hole in the stent graft. Then an 8mm bypass graft was created between the left external iliac artery and the left renal artery. The explanted stent graft was discarded and will not be returned to medtronic ave for eval. The pt was sent to the intensive care unit in critical but stable condition.